Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer reported that the display was blank. The customer stated that they had low blood glucose around 50 mg/dl. The customer stated that the display did return after troubleshooting. The insulin pump passed test. The insulin pump will not be returned for analysis.